Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break outside the patient occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. After placing a non-bsc guide wire, a 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, while still advancing the device over the wire outside the patient, the shaft broke more than 15 cm. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 54 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was tip damage. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).

Event description:
It was reported that shaft break outside the patient occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. After placing a non-bsc guide wire, a 2.50 mm x 15 mm emerge¿ balloon catheter was advanced for dilatation. However, while still advancing the device over the wire outside the patient, the shaft broke more than 15 cm. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.